Manufacturer narrative:
The customer replaced the sample probe and did not report any other issues after the replacement. The investigation determined the sample probe had caused the event. The investigation determined the customer's actions resolved the issue.

Event description:
The initial reporter received questionable creatinine (crep gen.2) and alp2 alkaline phosphatase acc. To ifcc gen. 2 results from ten patient samples tested on the cobas 8000 c702 module. The reporter provided the following examples of discrepant results: on (B)(6) 2024: the initial results were reported outside the laboratory. Sample 1 the initial creatinine plus ver.2 result was 22 umol/l. This result was questioned by the ward. The repeat result was 141 umol/l. Sample 2 the initial alp2 alkaline phosphatase result was 6 u/l. The repeat result was 385 u/l. Sample 3 the initial alp2 alkaline phosphatase result was 6 u/l. The repeat result was 134 u/l. The reporter stated that they changed the sample probe. It is not clear if the following discrepant results were submitted for this case: on (B)(6) 2024: sample 4 the initial creatinine plus ver.2 result was 393.4 umol/l. The repeat result was 117.4 umol/l.

Manufacturer narrative:
The reagent lot numbers and the expiration dates were requested but not provided. The investigation is ongoing.